Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise were observed on the right atrial (ra) and right ventricular (rv) lead. Noise resulted in oversensing and inappropriate mode switch on the ra lead. Technical support was contacted and provided reprogramming recommendations to resolve the event which will be implemented in the next follow-up in clinic. The patient was stable. Related manufacturer report number: 2017865-2021-17539.

Event description:
Additional information received indicated that the device was reprogrammed prior to patient death. There was no apparent malfunction related to the device and the cause of the death remains unknown.